Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the loaded medications were not reflected. A technical support specialist (tss) verified this with the customer during a dial in session. Multiple follow up attempts were made over several days, but no response was received. Additional information was added to the record when and if it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, loaded medication was not displayed as expected. Additionally, system messages were not crossing over. There were no delay or adverse events or injuries reported based on this event.